Event description:
The user facility reported that a patient presented with chest pain and dyspnea. The patient was admitted for acute hypo six respiratory failure, in setting lactic acidosis, and non-st-elevation myocardial infarction. Cardiogenic shock was identified on the floor. The patient was not taken to the catheterization lab due to poor renal function. The patient¿s renal function improved the next morning, and the patient was taken to the catheterization lab for an impella cp. The impella cp was successfully placed. The patient was flown to a different facility for advance therapies. During support it was noted that the care team decided to start the weaning process due to suspicious of hemolysis. The next day it was noted that there were no signs of hemolysis however the patient coded in ventricular tachycardia and required chest compressions. Ultimately the patient expired on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
Correction: d3 and h6 medical device problem code 01 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis: there were no data logs returned. Due to a lack of sufficient clinical information and no product or data logs returned, the cause of the hemolysis cannot be established. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.